Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: break. Device evaluation: device photograph(s) for the device related to the reported event of broken device was requested on december 21, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: broken device: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported the event of "when the implant was inserted with two hands, the implant ruptured involuntarily." Device was not implanted.